Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A patient reported that he had a loss or change of therapy. His trial worked for two days, and then it did not work for the rest of the time. On (B)(6) 2016, he had the implant done. A patient reported the first two days of the trial were great, pain was reduced, bladder was emptying and everything was great, but then the patient stated "I'm not so sure the lead didn't move."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.